Event description:
The initial reporter received questionable elecsys anti-hbe results from four patient samples tested on the cobas e 801 analytical unit. Two examples of discrepant results were provided: patient sample 1 the initial result from the analyzer was 0.64 cut-off index (coi). The first repeat result from the analyzer after high-speed centrifugation was the same. The second repeat result from a "domestic instrument" was 1.24 peiu/ml (negative). Patient sample 2 the initial result from the analyzer was 0.22 coi. The first repeat result from the analyzer after high-speed centrifugation was the same. The second repeat result from a "domestic instrument" was 0.98 peiu/ml (negative). The initial results were not reported outside of the laboratory as they did not match the patient's clinical diagnosis, alerting them to an issue with the results. The repeat results were reported.

Manufacturer narrative:
The serial number of the customer's cobas e 801 analytical unit (B)(6). The investigation is ongoing. E1 initial reporter street line 1, e1 initial reporter street line 2: (B)(6).

Manufacturer narrative:
The calibration results are valid and within the specified ranges. However, the calibration signal, especially the high-level signal, has decreased by 10% since (B)(6) 2025. The qc results are valid and within the specified ranges. The alarm trace had multiple sample barcode reading errors, a sample clot detection alarm, and a sample foam detection alarm. The patient sample tube was centrifuged at 3800 rpm for 10 minutes; the patient sample tube requires a longer centrifugation time and higher speed. A general reagent problem was not detected because the provided qc and calibration data were within specifications. The cause of the event could not be determined.